Manufacturer narrative:
This patient information was not provided. Alung technologies, inc.manufactures the hemolung ras and catheter. The incident occurred in (B)(4). Alung technologies, inc. Received a report of a patient in renal failure during therapy. Dialysis was started along with continuous renal replacement therapy. Hemolung therapy was not discontinued as a result of this event. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Renal dysfunction is a known potential complication that can occur during extracorporeal therapy. The treating physician was satisfied with use of the device for this patient and significant benefit was realized. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc.complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient in renal failure during eua hemolung therapy. Dialysis was started along with continuous renal replacement therapy. Hemolung therapy was not discontinued as a result of this event.